Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing of noise on the right atrial (ra) channel causing to mode switching and ventricular pacing at the fallback lower rate limit. The field suspected the minute ventilation (mv) signal was being sensed. The physician turned the mv sensor off and the pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.